Manufacturer narrative:
Product analysis : analysis of product ID 3334800 of serial (B)(4) and lot # 218173831 confirmed the reason for return overheat. An incoming temperature test was performed and after 1 minute the temperature was 85f at the rear, 100f at the middle and 134f at the nose. There was no failed components. Device put in a run-in for 1 hour after redistributing the bearing grease with an air burst via a compressed air nozzle . After this the temperature at all three measuring points stayed within the accepted values for the entire 1-hour run and subsequent 20-minute final test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheats when used more than a minute. There was no patient involved. There were no patient / user complications /harms as a result of the issue. The surgery performed was a cholesteatoma. There was a delay of 10 minutes in the surgery. Back-up device was not used.